Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfired.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio slim device, the device misfired. The procedure was completed with another of the same device. No patient complications were reported.